Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer changed out their supplies to address the issue.